Manufacturer narrative:
The lead referred to in this event is lot #v086719030.

Event description:
It was initially reported the patient was experiencing vertical pressure on the spine following the implant. The hcp chose to leave the lead, thought to be causing the sensation, off for another 90 days. The primary pain site was being covered by the other two implanted leads. Impedance parameters were checked and were within normal ranges. X-rays were taken which indicated the lead was determined to be mid-line and the epidural space. Reprogramming was attempted but was unsuccessful. The hcp performed a lead revision on the epidural lead causing "pressure turning to pain" in the mid to upper back. The symptoms were present when the stimulation was turned on. The patient's other two leads were functioning normally. During the procedure, the hcp removed the epidural lead and replaced it with a new lead. Stimulation was tested in the or with the lead placed at the same vertebral level. The patient experienced similar "pressure to pain results." The hcp advanced the lead to a higher vertebral level resulting in parasthesia in the correct areas without any pressure or pain. The rest of the system remained implanted.